Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This investigation is still in progress. Once the investigation is complete a follow-up MDR will be submitted.

Event description:
It was reported that the strike cap was broken off of the handle when it was sent in from the distributor. It is unknown if this occurred during surgery.attempts have been made and no further information is available at this time.